Manufacturer narrative:
Additional info: b5, g4(expiration date, lot#, UDI#), g4, h4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was placed into the pipeline and continuous renal replacement therapy (crrt) was performed (patient had been undergoing continuous crrt treatment for more than three months). After an hour (when the intubation was successfully treated), blood leak from the vein end of the pipeline was found, there was a small trachoma (small hole and difficult to find) with a tiny hole at the junction of the silicon extension tube of the catheter and the joint (blue luer connector). The red branch did not have any issue/leak. Prior to "intubation", the patient was in a state of systemic edema (edema throughout the body) before the treatment, the blood vessels were difficult to find, and the catheterization took about two hours. It was mentioned that when patient received crrt treatment, the arterial and venous suction pressure caused the small hole to become larger and leak blood. Nothing unusual was observed on the device prior to use and flushing was done and had a normal result. It was mentioned that the small trachoma was difficult to find when flushing, and which would have oozed under the impact of pressure during treatment. There was blood loss of 20 milliliters (ml) and blood transfusion was not required. They had to stop the treatment. They had to remove the tube and pressed the area to stop the bleeding for two hours as a preliminary treatment. They re-intubated immediately (replacement catheter was used) after pressing the area for two hours (next day) as they cannot stop crrt treatment for too long and the patient was treated with crrt normally. It was mentioned that the replacement catheter had the same blood leak 5 days later. As the treatment was stopped between the period of extubation to re-intubation, the patient's edema slightly worsened after extubation (had hemostasis) but improved after re-crrt treatment. The patient is continuing crrt treatment every day and the condition is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was placed into the pipeline and continuous renal replacement therapy (crrt) was performed (patient had been undergoing continuous crrt treatment for more than three months). After an hour (when the intubation was successfully treated), blood leak from the vein end of the pipeline was found, there was a small trachoma (small hole and difficult to find) with a tiny hole at the junction of the silicon extension tube of the catheter and the joint (blue luer connector). The red branch did not have any issue/leak. Prior to "intubation", the patient was in a state of systemic edema (edema throughout the body) before the treatment, the blood vessels were difficult to find, and the catheterization took about two hours. It was mentioned that when patient received crrt treatment, the arterial and venous suction pressure caused the small hole to become larger and leak blood. Nothing unusual was observed on the device prior to use and flushing was done and had a normal result. It was mentioned that the small trachoma was difficult to find when flushing, and which would have oozed under the impact of pressure during treatment. There was blood loss of 20 milliliters (ml) and blood transfusion was not required. They had to stop the treatment. They had to remove the tube and pressed the area to stop the bleeding for two hours as a preliminary treatment. They re-intubated immediately after pressing the area for two hours and the patient was treated with crrt normally. As the treatment was stopped between the period of extubation to re-intubation, the patient's edema slightly worsened after extubation (had hemostasis) but improved after re-crrt treatment. The patient is continuing crrt treatment every day and the condition is stable.

Manufacturer narrative:
Additional information: g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection of the returned photo noted the surgeon was holding the product packaging to show the identification label. It was reported that there was a leak or hole on the extension tube. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.